Manufacturer narrative:
Customer discarded the device.

Event description:
It was reported that the coaxial bone cleaning tip broke in half when the packaging was opened at the beginning of a procedure. It was confirmed that nothing fell into the surgical site. The procedure was completed successfully, with no patient or user injuries and no adverse consequences.